Event description:
In this event it is reported that raypex 6 was giving incorrect measurements. Outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation summary: display (touch screen without function) defect. Device checked with testbox. The described failure could not be detected. Measurement cable and charging unit were not provided for investigation and therefore are not checked. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.